Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported by the health care professional the customer's site fell off while sleeping during a hospitalization stay for back pain.. The customer's blood glucose level (bg) was impacted and the customer was in diabetic ketoacidosis . Reportedly the customer was treated with intravenous insulin drip and taken off the pump. Blood glucose returned to target and customer resumed use of insulin pump therapy. The infusion set information could not be obtained.